Event description:
It was reported the pt experienced difficulty maintaining communication with the ipg via the charging system. X-ray imagery revealed the pt's ipg had moved to a more perpendicular position. Surgical intervention was undertaken to relocate the device to the pt's right flank. Communication was restored postoperatively with no further issues noted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.